Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient's implant was at end of service with settings of 3.5v, pw 100, rate 185, 775 ohms, "24/7" = 2 years to eri, 2.26 to eos. It was stated that the battery voltage is reading 2.75, with the patient last seen in the office on (B)(6) with the battery at 2.77, indicating a short circuit. However, the short circuit was not used in programming, and impedances are within 700-800 ohms. It was later indicated by the rep on (B)(6) that the voltage at the appointment in the office on (B)(6) was 2.73. It is expected that the implantable neurostimulator (ins) will be replaced within the next week or two following (B)(6). The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis, product ID# 37602: analysis determined that the implantable neurostimulator (ins) is functional; however the battery is not in new condition. Fdc code 71 repalces previous codes of type. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.